Manufacturer narrative:
Device investigation did not reveal a technical defect on the received parts. Based on the information received from the field, the device was explanted due to extrusion of the conductor link. Reportedly the recipient has a history of middle ear treatments due a history of chronically otitis media, which might have contributed to the observed extrusion. This is a final report.

Event description:
The explanted device was received at headquarters. According to the information received there was an extrusion of the conductor link which led to the explantation.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. According to the information received there was an extrusion of the conductor link which led to the explantation.